Event description:
It was reported that an ilet user experienced intermittent pairing and unpairing between the dexcom g7 sensor and the ilet, resulting in cgm signal loss to the pump while the app retained connectivity. Symptoms included no reported adverse physiological effects. Outcomes included no impact requiring medical intervention or hospitalization. Investigation included technical support troubleshooting and user education on recommended pairing workflow and starting the sensor with the pump. Investigation of this case revealed a communication disruption between the cgm and the ilet consistent with transient bluetooth connectivity loss, with the g7 system otherwise functioning with the mobile app. It was concluded that the event was attributable to signal interruption between the cgm and the ilet, with device replacement not indicated and user education provided on best practices for pairing and startup.